Manufacturer narrative:
Covidien reference: (B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended the customer run testing and run the ventilator on a test lung.

Event description:
It was reported that a customer found an error code in the ventilator log that indicated the device was in an inoperable state. There was no patient involvement reported.